Event description:
Physician reported rupture on the right side. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, additionally reported, right side "some small subtle axillary siliconoma". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device side assessed, as surgical impact opening (shell thickness was within specification). Granuloma: unable to observe, since it is a medical event. And is not related to the device. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Additional observation: no penetrating nick stress mark . No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture on the right side. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Additional observations: no other observation observed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported right side "some small subtle axillary siliconoma".